Event description:
It was reported that: "pt stated that he has been experiencing pain in right hip and wanted to know if his implants were part of the 2008 recall."

Manufacturer narrative:
If add'l info becomes available, then, it will be submitted in a supplemental report.